Event description:
It was reported that a patient had an infection. Upon follow-up, the outpatient clinic manager (cm) recalls the patient transferred to a clinic closer to home (timeline unknown).the cm confirmed the patient contracted peritonitis while on peritoneal dialysis (pd) for renal replacement therapy (rrt), due to an unspecified breach of aseptic technique. The cm stated the patient lived a great distance from the clinic, and initially it was felt the patient would be a candidate for home therapy. However, the patient was unable/unwilling to perform the proper self-care required to be a viable candidate for pd therapy. Due to the patient¿s poor hygiene and unkempt living environment, the nephrologist transitioned the patient to in-center hemodialysis (hd). The patient¿s electronic record is closed, therefore no additional information (e.g., demographics, medication records, organism) was available. Per the cm, the event was unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Event description:
It was reported that a patient had an infection. Upon follow-up, the outpatient clinic manager (cm) recalls the patient transferred to a clinic closer to home (timeline unknown).the cm confirmed the patient contracted peritonitis while on peritoneal dialysis (pd) for renal replacement therapy (rrt), due to an unspecified breach of aseptic technique. The cm stated the patient lived a great distance from the clinic, and initially it was felt the patient would be a candidate for home therapy. However, the patient was unable/unwilling to perform the proper self-care required to be a viable candidate for pd therapy. Due to the patient¿s poor hygiene and unkempt living environment, the nephrologist transitioned the patient to in-center hemodialysis (hd). The patient¿s electronic record is closed, therefore no additional information (e.g., demographics, medication records, organism) was available. Per the cm, the event was unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. Since the lot number is unknown and the patient number is unknown, a shipping search could not be performed for the possible involved lots. The lot number is unknown, therefore, the number of complaints to trigger a nonconformance report could not be determined. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Manufacturer narrative:
H10 clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler, fmc cassette, and the serious adverse event of peritonitis and transition to hd. The cause of the peritonitis was attributed to an unspecified breach in aseptic, due to the patient¿s poor hygiene and unkept living environment. Given the limited follow-up information available, a more comprehensive investigation could not be performed. However, it is a well-known fact that individuals undergoing pd for rrt have a significantly increased risk for infections of the peritoneum. Based on the information available, the liberty cycler and fmc cassette can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient had an infection. Upon follow-up, the outpatient clinic manager (cm) recalls the patient transferred to a clinic closer to home (timeline unknown).the cm confirmed the patient contracted peritonitis while on peritoneal dialysis (pd) for renal replacement therapy (rrt), due to an unspecified breach of aseptic technique. The cm stated the patient lived a great distance from the clinic, and initially it was felt the patient would be a candidate for home therapy. However, the patient was unable/unwilling to perform the proper self-care required to be a viable candidate for pd therapy. Due to the patient¿s poor hygiene and unkempt living environment, the nephrologist transitioned the patient to in-center hemodialysis (hd). The patient¿s electronic record is closed, therefore no additional information (e.g., demographics, medication records, organism) was available. Per the cm, the event was unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient had an infection. Additional information was not provided.